Manufacturer narrative:
Report source: foreign: (B)(6).

Event description:
Information was received that during the installation of a smiths medical level 1 hotline blood and fluid warmer machine can't work properly for high temperature alarm. No adverse effects were reported.